Manufacturer narrative:
Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 217460 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-000 / lot 217460 and device part number 195-430h / lot 210888. The lot met the required release specifications. The review of the complaints reported as false positive patient results (confirmed, unconfirmed and conflicting results) related to kit lot 217460 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples. H3 other text : device discarded; single-use device.

Event description:
The consumer reported three (3) false positive results with the binaxnow covid-19 antigen card performed on 13dec2022 using nasal swab samples. This MFR. Report addresses result two (2) of three (3). Confirmation rapid pcr testing (platform unknown) was performed on 13dec2022 with a nasopharyngeal sample and generated a negative result. The customer stated that incorrect isolation guidelines were given as a result. No additional patient information was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded; single-use device.

Event description:
The consumer reported three (3) false positive results with the binaxnow covid-19 antigen card performed on (B)(6) 2022 using nasal swab samples. This MFR. Report addresses result two (2) of three (3). Confirmation rapid pcr testing (platform unknown) was performed on (B)(6) 2022 with a nasopharyngeal sample and generated a negative result. The customer stated that incorrect isolation guidelines were given as a result. No additional patient information was provided.